Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Manufacturer narrative:
Correction - b5: medwatch information. Correction - e4: report sent to FDA. Correction - g2: medwatch number. Correction - h10: medwatch number. Correction - h11: reporter elected not to be identified. Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. Additional components potentially involved in the event include: common device name: scs lead, model: nmd0004, UDI: unknown, serial: unknown, batch: unknown.

Event description:
Medwatch number mw5177852. Initial reporter elected not to be identified. It is unknown which lead had the high impedances.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on an unknown date to address the issue.

Manufacturer narrative:
Date of event is estimated.